Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The lot is unknown for these devices. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: although the surgical technique addresses the specific differences of the 4.7mm osteopenia screws, it is unknown if the recommendations from the surgical technique was followed. The patient impact beyond the reported events (inadequate reduction, ¿causing the bone to split¿/bone fragmentation, additional device and procedure (banding & future removal)), and minor surgical extension could not be determined. No further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the thread pitch on the 4.7mm fully threaded osteopenia and partially threaded osteopenia screws are too aggressive and causing a number of issues such as not being able to fit through a plate hole other than at 90 degrees, the thread catch the plate, causing the plate to lift off the bone displacing/losing the reduction, the force to advance the screw causing the bone fragment to rotate and misalign which adds a further operation as the tension band wire needs to be removed, also the amount of metal exceeds the hole the drill makes causing the bone to split.